Event description:
Related manufacturer reference number:. 1627487-2019-06464. It was reported that during the patient's lead revision, the patient's ipg was also explanted and replaced due to high impedance. Therapy was restored post op.